Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed repeated restart alerts with code 38, consistent with a motor stall and a failure to infuse, and a dry-run troubleshooting step without supplies did not reproduce the alert, suggesting a motor-related issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and the issue was traced to a component failure involving the motor. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.